Manufacturer narrative:
UDI (B)(4). The catheter was returned for evaluation and the codman label was missing on the connector. There were sutures attached to the catheter material and slightly mashed areas. Review of the history device records was not possible as the lot number was unknown. The device passed electronic, noise, linearity hysteresis, and signal drift tests. Based on the results of the investigation, the reported issue was not confirmed. No further investigation or corrective action is anticipated.

Event description:
N/a.

Manufacturer narrative:
This report was updated with the date the device was returned to the manufacturer. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 and 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the icp sensor was used with the icp express. After the patient moved from the operation room to the ICU, the surgeon started monitoring with the devices. However the score of the icp express was different from the score of the patient¿s monitoring. It was suspected that the initialization among the patient¿s monitor was not performed before the icp sensor was set to the icp express. The issue was verified by the trend waveform because the patient¿s condition was unstable at the time. The patient is a male. No further information was provided by the hospital.